Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the endoscope reprocessor exhibited black residue. There was no patient involvement in this event.

Manufacturer narrative:
Correction: d5 - operator of device - from other to health professional d5 - other operator of device - from olympus to blank field this supplemental report is being submitted to provide the results of the final investigation. Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation the reported malfunction was confirmed, there was debris observed in the circulation filter mesh. Therefore, the fse replaced the disinfectant tank uptake hose. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.